Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. Patient hospitalization and patient outcome were not reported. The patient was treated with vancomycin injection (2gm every fifth day) and tobramycin injection (40mg once a day) for this event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow up, it was reported that the antibiotic treatment were stopped and the patient has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow up, it was reported that the cause of the peritonitis was due to constipation. Antibiotic treatments were ongoing. At the time of this report, the patient was recovering from the peritonitis event. Based on additional information received that the cause of the peritonitis event was due to constipation, the unknown baxter pd disposable was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.